Manufacturer narrative:
(B)(6).

Event description:
It was reported that during a surgery the physician asked for a fast fix and at the time of shooting the first anchor, the trigger of the device didn´t return and the pusher stayed out of the slot, so for the same reason the second shot could not be made. Another of the same device had to be used ir order to complete de procedure. No damage to patient was reported. The patient is stable.

Manufacturer narrative:
One fast-fix 360 curved needle delivery system was returned for evaluation. Visual assessment of the device showed the needle is bent and the actuator is lodged at the distal end of the needle. Device was functionally tested for proper actuator advancement and cycling, device would not function as intended due to the bent needle. No ts or suture remain on the delivery needle or were returned for examination. No root cause related to the manufacturing process can be established.